Event description:
A female patient with history of pvd, claudication and hypertension underwent a percutaneous transluminal angioplasty (pta) in 2008. Initial vascular access was obtained and a 5 french procedural sheath was placed at the right common femoral artery (cfa). It was reported by the physician that the puncture site was positioned laterally on the vessel and at the upper portion of the femoral head. Intra-procedural medication administered included prophylactic ancef and heparin (2,500 units). The diagnostic portion of the procedure concluded and, in preparation for angioplasty, an additional 2,000 units or heparin were given and the diagnostic sheath was replaced with a 7 french sheath. At the end of the angioplasty, the physician, in training, deployed a mynx vascular closure device for arterial access site hemostasis. Hemostasis was successfully achieved and the patient was transferred to the recovery room with strong pedal pulses. Upon discharge, the patient was instructed to continue home medications which included plavix and aspirin. Four days post procedure, the patient was seen at a different hospital due to pain and swelling in the right leg. Doppler ultrasound was performed at which time the patient was diagnosed with a 2.5 cm pseudoaneurysm at the femoral artery and there was evidence of thrombosis in the saphenous vein. It was further reported that the vein was compressed significantly with diminished flow in the entire deep venous system (right leg). The next day, the patient was referred back to the initial hospital where the catheterization was performed. A second doppler ultrasound was performed, confirming the presence of a pseudoaneurysm at the right cfa. The patient was started on IV anti-coagulation therapy with heparin for the vein thrombosis. A third doppler ultrasound was performed the following day, which identified acute venous thrombosis extending from the iliac to the profunda and superficial femoral veins. Upon doppler examination, there was no evidence of av fistula or hematoma formation. The next day, the patient underwent a percutaneous venogram, followed by a venotomy for successful removal of thrombus. At this time, the patient also underwent surgical repair of the pseudoaneurysm. The patient tolerated the procedure extremely well; there were no intra-operative complications or reports of further clinical sequelae.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. Based on the limited information provided, the root cause of the surgical procedure was thrombosis secondary to pressure on the femoral vein from the pseudoaneurysm. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Pseudoaneurysm is a known complication of catheterization procedures, regardless of closure device use. Pseudoaneurysm may also occur with manual compression.